Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 350 mg/dl. The customer stated that he had changed his infusion set the day before the event. Programming was correct and troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.